Manufacturer narrative:
Investigation summary peri-procedural adverse event/arrhythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot number: 1904213 device history batch subcomponent lot: n/a device history review the pump sn (B)(6) passed all post sterile inspection checks

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced arrhythmia. The patient remains on impella support.